Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for. It was reported that the patient woke up this morning ((B)(6) 2019) with pain in the vaginal area. They turned the stimulation down and then turned the device off and the pain went away. The patient had not had any falls or trauma or excessive movement of their body. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. Follow up information received from the patient on (B)(6) 2019 reported that they had notified their managing physician on (B)(6) 2019 about their pain issue. Regarding the circumstances that led to the issue, the patient stated that it was ¿very strange and ¿shocking pain¿. As a step taken to resolve the issue their doctor had them changed to another program system. The issue was reported as resolved. There were no further complications reported or anticipated.